Manufacturer narrative:
Evaluation results: visual findings revealed scratches and site stickers on the exterior housing. Evaluation of the unit found the unit did not send a signal to activate the nurse call fixture due to a faulty nurse call relay. This loss of functionality could contribute to a patient incident as the alarm may not alert the caregiver of a patient exit. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4).

Event description:
Customer reported the nurse call port is damaged. The date the issue was discovered is unknown and no patient incident or injury was reported.